Event description:
Burn at the back/burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she was suffering from a burn at the back due to the heatwraps. She noticed the burn blister only after she took off the heat wrap and wore the wrap directly on the skin. The heatwrap was not available as the patient threw away the package. The action taken with thermacare heatwrap and the outcome of the event was unknown. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm is s3.

Event description:
Event verbatim [preferred term] burn at the back/burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A 22-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she was suffering from a burn at the back due to the heatwraps on an unspecified date. She noticed the burn blister only after she took off the heat wrap and wore the wrap directly on the skin. The heatwrap was not available as the patient threw away the package. The action taken with thermacare heatwrap and the outcome of the event was unknown. According to the product quality complaint group on 20mar2020: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm is s3. Amendment: this follow-up is being submitted to amend previously reported information: product problem added. Follow-up (20mar2020): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual.

Event description:
Burn at the back/burn blister [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A 22-year old female patient started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that she was suffering from a burn at the back due to the heatwraps. She noticed the burn blister only after she took off the heat wrap and wore the wrap directly on the skin. The heatwrap was not available as the patient threw away the package. The action taken with thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up is being submitted to amend previously reported information: product problem added. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.